Event description:
It was reported that intermittently the pump time and date changed. Customer's healthcare provider corrected pump time. Customer could not provide blood glucose (bg) level at the time of the event; current bg was 204 mg/dl. Tandem technical support reviewed pump data and found no time/date related issues. Customer declined further assistance from tandem technical support.